Manufacturer narrative:
The sales representative reported that the two retractor arm posts were inspected and free of any visible damage. The two arm posts were taken apart and the issues were still not resolved after putting them back together. A supplemental report will be provided upon completion of the investigation.

Event description:
It was reported that the retractor arm post would not tighten to the bed in the operating room. A back up arm post was also slipping when trying to tighten and eventually failed as well. The procedure was completed successfully with a third post. There was no delay in surgery or adverse consequences to the patient.

Manufacturer narrative:
Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. The most likely cause of the reported event was determined to be normal wear and tear of the instrument.

Event description:
It was reported that the retractor arm post would not tighten to the bed in the operating room. A back up arm post was also slipping when trying to tighten and eventually failed as well. The procedure was completed successfully with a third post. There was no delay in surgery or adverse consequences to the patient.